Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device would not fire and had no motor sound on the 1th firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still would not fire and had no motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4: batch #a97543. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples met the staple release criteria. After further analysis the articulation mechanism was noted to be non functional and no movement occurs when any articulation or home button are pressed. The device was disassembled to verify the internal components and the shifter spring was noted to be damaged. The damage to the shifter spring is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife when any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished ech45l, with lot/batch number a97c8a, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97543, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.